Event description:
The pt's first pump was removed due to infection. A new pump was implanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.